Event description:
It was reported that staff were on trial reduction, the surgeon sized the tibia (size 5), and drilled the tibia peg holes. When he went to fill the peg holes with the plugs, the plugs didn't fit. They were too large to fit down the lumen of the tibia sizer. Staff used the drill bit to fill the holes and then proceeded to do the keel punch. Staff tried the plugs that were in the manual instruments tray, they too were oversized.

Manufacturer narrative:
The device, intended for use in treatment, was found to have pegs oversized for the sizers. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications at the date when it was released for distribution. A complaint history review found similar complaints of the reported issue. The surgical technique guide released at the time of the event has peg sizing information included in recovery guidelines procedures. It states under the bone removal section that "use the femoral finishing guide and follow the stride manual technique guide. Align the guide on the finished femoral cuts, pin appropriately and use the included femoral drill w/stop to complete the femoral peg holes. Confirm the tibial size planned with navio software is correct, using the tibial sizer and continue with finishing the tibial cut. Using the included tibial baseplate provisional tool, pin and utilize the tibial drill with stop to prepare the tibial peg holes." The relationship of the device and the reported event has not been established. However, a factor that could have contributed to the reported event was that the pegs were overlooked during the redesign to reduce the hole diameter. The pegs did not fit with that revision of sizers and femoral finishing blocks. The prints were updated with the appropriate peg size and the lots for the old revisions in inventory were scrapped. However, the actual stride tray was not returned and therefore this issue could not be confirmed. Therefore, the root cause of the reported event could not be determined.